Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The patient presented with complaints of chest pain approximately 1 hour prior to arrival that was described as heaviness to his chest. He then stated he had pain down his left arm and up his left side of his neck. Patient denied any previous coronary artery disease. Upon arrival to the ER, EKG was obtained and revealed possible anteroseptal infarct. There was concern about thoracic aortic aneurysm that was being monitored in wagoner so he was sent for a CT which came back negative. Patient was transferred to the cath lab as st-segment elevation myocardial infarction and percutaneous coronary intervention (pci) was performed. During the pci, the physician performed thrombectomy, ballooned and stented the left anterior descending and the left circumflex artery. Once stents were in, arteries kept closing off and there was no flow to the arteries. Patient become hemodynamically unstable so the decision was made to place impella cp. Impella cp access was gained and the device was then advanced over the wire. They then entered the body with the device but it was after the device was inserted that staff realized the cp had not been primed. They had not spiked the purge solution and the decision was made to pull the device from the body. Staff was under the impression that once the device has entered the body, it could not be re-inserted so they opted to open a new impella cp. The patient expired on support of the replacement pump.

Manufacturer narrative:
The investigation of priming issue has been completed. No product was returned. Data log review shows that the pump was connected and the console prompted case start. Logs also show an elevated placement signal before priming is started, which matches the clinical details that they did not prime the pump before inserting inside the patient. The root cause of the priming issue was most likely use-related since clinical details note that they did not prime or spike the purge solution prior to inserting the pump into the patient.